Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The customer stated that she had an MRI, but the insulin pump was left in different room. The displacement test was not able to perform due to the constant error alarms. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase.